Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1, product type: ICD ,implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained and sensing integrity counter (sic) episodes. The lead remains in use. No patient complications have been reported as a result of this event.